Event description:
In 2003 the graft was explanted and the abdominal aortic aneurysm was repaired with open surgical technique. The original implantation of the graft was in 2000 with a known type 1 endoleak that was to be treated medically. In dec-2001, another company's cuff was placed to additionally treat the endoleak (event reported under MFR #2954310-2003-00012.